Event description:
The hospital reported that during preparation of the endoscopic vein harvesting procedure, the device would not power up. A replacement unit was used to complete the procedure. Then the hospital reported that during preparation for the coronary artery bypass graft portion of the surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital for either incident during the case. This report for the device.

Manufacturer narrative:
Investigation results: no electrical non-conformities were found during the testing of device. The complaint is not confirmed for that the vh-3000 would not power up. A lhr review was completed for the product, and there was no nonconformance associated with the lot number.